Event description:
Information was received that a non ventilator dependant, tracheotomized pt required manual ventilation after the device allegedly did not power on. The pt was reported to have required mechanical ventilation in response to increased difficulty breathing associated with renal failure. When the device allegedly did not power on, the pt was immediately manually ventilated and transported to the hosp and placed on a mechanical ventilator. The pt was reported to have expired three days later secondary to complications from renal failure and was reported to have suffered a massive stroke. The pt's death was not reported to have been associated with the device malfunction. The device was evaluated and found to be operating to specification.